Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had premature battery depletion, as the ins was overdischarged and wouldn't hold a charge. The rep tried to interrogate the ins but there was no response from the ins. The ins was replaced and the issue was resolved at the time of reported. The ins was explanted on (B)(6) 2017. No symptoms were reported. No further complications were reported or anticipated

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4). After bringing the device out of over discharge it passed functional testing. If information is provided in the future, a supplemental report will be issued.